Manufacturer narrative:
The initial report included "death" as one of the outcomes attributed to the adverse event in the report. This selection was made in error. The correct outcome of the adverse event is "required intervention to prevent permanent impairment/ damage".

Event description:
The user indicated a malfunction of the device during placement, however based on the available information the exact issue could not be identified. The malfunction did not cause or contribute to a death or serious injury.

Event description:
The user indicated a malfunction of the device during placement, however based on the available information the exact issue could not be identified. The malfunction did not cause or contribute to a death or serious injury.